Event description:
A report was received from the USA stating that the graphical user interface (gui) top screen became red and was erratic during patient use. The patient was removed from the device and placed on an alternate ventilator. There was no reported harm to the patient. Though requested, additional information has not been received.

Manufacturer narrative:
The event was verified. The graphical user interface (gui) central processing unit (cpu) were replaced and rev ak software was installed. The device passed extended self-testing (est), short self-testing (sst) and performance verification test (pvt). The device performed according to manufacturing specifications. Should additional information become available, a supplemental report will be filed. The service history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. (B)(4).